Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the right ventricular lead had high threshold and low sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.